Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, mobility. Upon attempting to place the abutment - implant came out with the healing cap.